Event description:
Procedure type: hysterectomy. According to the reporter: during the loading of instrument, the needle would fall from jaws. The needle and suture disengaged from the device and fell into the pt's cavity but was retrieved, pt was discharged with no complications. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B)(4).